Event description:
A customer reported to baxter that the tubing on the transfer set becomes disconnected from a pt's (tenchkoff) catheter during a peritoneal dialysis treatment, resulting in a pt is developing a peritonitis. Reportedly, the pt had re-connected the transfer set to the catheter and continued the treatment. According to the nurse, in 2008 the pt was admitted to the hospital due to cloudy effluent. At the hospital the peritoneal dialysis effluent was cultured. The results from the tests revealed coagulase-negative staphylococcus growth. The pt was diagnosed with peritonitis and was treated with vancomycin and ciprofloxacin. According to the nurse, the pt fully recovered from the peritonitis. No additional info provided by the pt's nurse.

Manufacturer narrative:
The actual device involved in this incident was discarded by the customer. No lot number was provided to baxter. However, baxter is monitoring similar events for possible trend. Should significant info becomes available, a follow up report will be submitted.